Manufacturer narrative:
The sample was received in a contaminated state indicating an attempt to place the mesh inside the body was performed. The echo ps was returned attached to the mesh with the inflation tube separated below the yellow anchor. Visual evaluation under the microscope shows the tubing has a jagged edge consistent with a beak. The information regarding the event was limited and multiple attempts were made to obtain additional details. The damage to the inflation tube was not reported as an out of the box condition and may have inadvertently occurred during placement / positioning of the mesh into the body. Based on the available information and sample evaluation, the root cause for the noted condition of the returned sample cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a robotic ventral hernia repair case using a ventralight st with echo ps the device is reported to have "broke." There was no injury to the patient. All the pieces were retrieved from the patient and the sample was returned for evaluation.